Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt "is diabetic and has a heart condition. She is in constant pain everyday and takes pain medication." It was further alleged that, the pt has one leg shorter than the other post surgery. She has painful muscle spasms and has to use a walker.

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No add'l info is available at this time. The devices are not available due to the ongoing litigation.